Event description:
It was reported that the pin which holds the guard in place was hitting the dermatome casing and caused damage to the casing. The reported issue was noted during room set-up and the device was replaced prior to the start of the procedure with an alternate available device. There was no pt injury or delay of procedure start reported.

Manufacturer narrative:
Beginning (B)(4)2 012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventative maintenance of their air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned for repair evaluation. A review of zimmer's repair records determined that the device is twelve years old and was last returned to the MFR for repair on (B)(4) 2010, for a non-related issue. Visual inspection of the device determined that there was damage around the opening of the reciprocating arm and damage to the leading edge of the head. The reciprocating arm was also damaged by making contact with the head of the device. The neck pin on the reciprocating arm was bent. Prior to repair, the device as out of calibration specifications at the zero thickness setting on both the left and right sides. Improper handling and lack of preventive maintenance most likely caused the damage and lack of calibration. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every twelve months and the hose every six months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.